Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, assistance from the patient's husband was received to take the patient to the ER. Due to the patient being taken to the ER the customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.